Event description:
Hill-rom rec'd a report from a hill-rom technician that a note was left on the bed stating the bed exit would not set. The bed was located at the account in the bed shop. There was not patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the scale needed to be zeroed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician zeroed the scale to resolve the issue. Based on this info, no further action is required.